Event description:
It was reported that a lead integrity alert was triggered for the lead due to oversensing. High voltage therapy was turned off and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.